Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump's time setting was incorrect. The patient noted the pump had recently been exposed to x-rays. The manufacturer warns the user not to expose the pump to MRI, cat scans or x-rays. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): the pump black box revealed that at 12:33 am on (B)(4) 2012 the pump time and date was manually set to 12:00 am on (B)(4) 2012 after the pump was rebooted. The pump black box also revealed a manual time change on (B)(4) 2012 from 1:56 am to 9:00 am. Evaluation revealed that the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.